Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The service engineer (se) found a code for flow error air flow accuracy. The se replaced the air flow sensor and mesh cup and the ventilator passed all tests. A n air flow sensor was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had no air delivery in the system. There was no patient involvement.